Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) and calcium (calc), and low chloride (cl) results generated by the unicel dxc 800 pro synchron clinical system. The results were reported out of the lab. The operator detected the errors by monitoring anion gaps and the samples were rerun on a different instrument in the customer's lab and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc and calibration of the ion selective electrode (ise) system is run once a day; all results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse found the modular chemistry (mc) sample syringe to be slightly occluded. The fse replaced the mc sample syringe, mc sample probe and collar, completed alignments and verified repairs. As of (B)(4) 2009, there have been no further occurrences of false ise results. Upon recur, the hardware failures of the mc sampling system could cause erroneous results on any or all mc chemistries, including pivotal chemistries. Treatment based on erroneous results of a pivotal chemistry may cause or contribute to serious injury to the patient. Although hardware issues were addressed, a clear root cause for this event was not identified. A malfunction will be assumed for the purpose of this report.